Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on 05/25 got inratio 1.6, 2.7. On 06/01 got inratio 1.7, 2.7, 3.0. Therapeutic range 2.5-3.5.